Manufacturer narrative:
Additional information was requested. This report will be updated when additional information is received.

Event description:
It was reported that during a pacemaker implant procedure, this lead was implanted with no issues observed. About two weeks later, the patient was in the hospital and died. The official cause of death was cardiac tamponade. The physician suspected a perforation had occurred during the implant procedure. The implanted lead was not explanted post-mortem.

Manufacturer narrative:
Additional information was requested. This report will be updated when additional information is received. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a pacemaker implant procedure, this lead was implanted with no issues observed. About two weeks later, the patient was in the hospital and died. The official cause of death was cardiac tamponade. The physician suspected a perforation had occurred during the implant procedure. The implanted lead was not explanted post-mortem. Additional details were provided. It was reported that the patient presented back to the hospital three days after the implant procedure, complaining of right shoulder pain. It was noted the patient had undergone an echocardiogram after the implant procedure, and another one was performed when they returned to the hospital. No additional medical or surgical interventions, or other imaging, were reported. The patient remained in the hospital until their death.